Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long pta catheter dilatation products that are cleared in the us. The pro code and 510 k number for the savvy long pta catheter dilatation products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the bantam device was returned for evaluation. A break was confirmed at the balloon taper point and the catheter outer shaft. The distance between the outer shaft break and balloon break points measured 103mm and the inner lumen was also stretched in this area. A shaft kink was present 315mm from the strain relief. Biological contamination was present throughout. The balloon had been previously inflated and was folded back over the tip. The balloon was creased and bunched especially towards the distal end. Biological contamination was present throughout. The sleeve was not returned. A one sec video clip was provided for review. The distal end of a catheter was shown. There were no indications to the type or size of the device. There was clear liquid leaking through the distal tip. The balloon exhibited evidence of previous inflation. It appeared to be bunched and creased throughout. Two photos were provided for review. A catheter was shown on an opaque surface. The hub print was not visible. Biological matter was present within the inflation lumen, on the shaft and balloon and distal tip areas. The balloon exhibited evidence of previous inflation. It appeared to be bunched / creased throughout. A kink was present on the shaft. The proximal marker band was located towards the hub. The inflation and leak issues could not be confirmed from the photo. The distal end of a catheter was shown. There were no indications to the type or size of the device. The balloon exhibited evidence of previous inflation. It appeared to be bunched / creased throughout. Biological matter was present on the balloon and distal tip. Therefore, the result of the investigation is confirmed for the reported balloon inflation and leak issues. The root cause for the reported balloon inflation and leak issues could not be determined based upon available information, device evaluation, photos and video review. The damage to the device - the break, the stretched inner, shaft kink, balloon bunched and creased suggest user handling techniques during device use. It was also established that the device was used past its expiration date. The date of the procedure was 22 jan 2025. This is past the device expiration date of 30 sept 2024. Labeling review: the instructions for use for this bantam otw device was reviewed and the following sections are applicable. Balloon characteristics individual compliance charts are provided on the package label of each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The bantam balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the bantam pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications: none known. Warnings: ¿ contents supplied sterile using ethylene oxide. Non-pyrogenic. Do not reuse, reprocess or resterilize. ¿ reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. ¿ visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. ¿ do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. ¿ use a 20 ml or larger syringe for inflation. ¿ use the catheter prior to the ¿use by¿ date specified on the package. ¿ do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. ¿ this catheter is not recommended for pressure measurement or fluid injection. Precautions: ¿ dilation procedures should be conducted under fluoroscopic guidance with appropriate x-ray equipment. ¿ carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. ¿ careful attention must be paid to the maintenance of tight catheter connections to avoid the introduction of air into the system. ¿ if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction. ¿ before removing catheter from sheath it is very important that the balloon is completely deflated and all contrast media completely evacuated. ¿ proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Directions for use: inspection and preparation: ¿ remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. ¿ prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%). ¿ attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. ¿ point the syringe nozzle downward and aspirate until all air is removed from the balloon. ¿ turn the stopcock off and maintain the vacuum in the balloon. ¿ purge the catheter guidewire lumen thoroughly. ¿ reinserting the balloon into the protective sheath may damage the balloon or catheter. Insertion and inflation: note: do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. ¿ make sure that the protective sheath has been removed from the dilation catheter balloon. ¿ enter the vessel percutaneously using the standard seldinger technique over the appropriate guidewire for the size catheter being used. ¿ advance the catheter across the lesion with fluoroscopic guidance using accepted percutaneous transluminal angioplasty technique and inflate the balloon to the appropriate pressure. Note: do not exceed the rated burst pressure. Deflation and withdrawal: ¿ deflate the balloon by drawing a vacuum with a 20 ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50 ml syringe is recommended. ¿ gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly did not inflate. It was further reported that there was allegedly a leak from the catheter tip. The procedure was completed using another device. There was no reported patient injury.